Event description:
It was reported that during a robotic colon resection there was a post op anastomotic leak. No other information is.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information: there were no issues during the initial procedure, and everything looked fine. The patient did not have chemo or radiation treatment. There were no issues with tissue quality or tension. There were no staple formation issues. The purse string is done around the anvil which is consistent per all the surgeons. The device is usually fired by the first assist, and they close all the way down. The leak happened between day 5-7. The surgeons are very comfortable with the powered circular and very happy with it. The feel that no additional support is needed at this time but will welcome the odp.